Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the lamp error was most likely caused by a circuit board failure. Although the exact cause of the circuit board failure is unknown, dust was found to be adhered to the board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was a lamp error on the video system center. The event occurred during set up. There were no reports of patient involvement.